Event description:
It was reported that a couple days after the initial surgery, a sahara cage appears to have slightly collapsed. The surgeon stated that they are not sure if the cage did lose height. The patient is reported as doing fine and has not encountered any problems. As it is not clear if the device did in fact lose height, this event will be conservatively reported.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. We were unable to physically inspect the part, but radiological images were provided by the rep. Upon review of the images taken on (B)(6) 2021 and (B)(6) 2021, it was observed that the anterior portion of the implant had a small gap. Without being able to physically inspect the part and take measurements, we were unable to determine if the implant was at position 1 or position 2. Upon review of the image taken on (B)(6) 2021, there is no visible gap. However, due to the clarity of the CT, we were unable to confirm the implant's exact position. We were unable to determine if the sahara cage had collapsed. Without being able to physically inspect the part and take measurements, the exact position of the cage is unknown. Since the device is still implanted, a conclusive cause for the failure mode could not be identified.

Manufacturer narrative:
Remains implanted.

Event description:
It was reported that a couple days after the initial surgery, a sahara cage appears to have slightly collapsed. The surgeon stated that they are not sure if the cage did lose height. The patient is reported as doing fine and has not encountered any problems. As it is not clear if the device did in fact lose height, this event will be conservatively reported.